Event description:
No report of pt harm or injury related to this event. Customer reported that measurements for an object of known diameter were different to magnified view versus regular view. Regular view shows the correct measurement.

Manufacturer narrative:
Isite pacs is a software product and we were able to evaluate the issue both by remotely accessing the product at the reporting customer site, as well as add'l evaluation of the same product version in-house. Investigation results show that isite pacs is behaving correctly, as designed, in conformance to (B)(4) and (B)(4) requirements, for measurement calculation of magnified images. The (B)(4) tag isite pacs uses for measurements of magnified images is imager pixel spacing (B)(4). This is clearly defined in the IFU of our product. The (B)(4) standard specifically states that this tag shall never be adjusted to account for a magnification factor. A third party modality, is adjusting the imager pixel spacing tag (B)(4) for magnification prior to sending to isite pacs. Even though isite pacs is behaving correctly, and there is no defect in the measuring function, the result magnification factor is accounted for twice (the first time when the tag is, incorrectly, adjusted by the modality, and a second time during the measurement calculation within isite pacs) and the displayed measurement is incorrect. We have provided the customer a summary of the issue and instructed them to contact the modality vendor. As well, we are working to identify a contact at the modality vendor to ensure they understand the issue, in an effort to resolve the situation for the customer.